Event description:
It was reported that a small volume folfusor experienced underinfusion during use. The device was filled with an unspecified amount of an unknown drug. The device took 48 hours to infuse instead of the expected 24 hours to infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and revealed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed, and the flow rate was found to be within the device's specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.